Manufacturer narrative:
The device was returned to biosense webster for evaluation. Visual inspection and screening tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed there was a hole and foreign material in the pebax area. A screening test was performed, and the device was recognized and visualized; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed due to the open circuit. The potential cause of the open circuit could not be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; to ensure proper operation of the contact force sensor, the tip electrode and all four ring electrodes on the catheter tip must protrude from the distal tip of the guiding sheath; if the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy; in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and during the operation, the force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on patient. This event was originally assessed as not MDR reportable. The device was returned for analysis, and it was discovered that there was a hole and foreign material in the pebax area. This finding is MDR reportable.